Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
The fenestrated bipolar forceps instrument was returned damaged to isi. No other information has been obtained.